Manufacturer narrative:
The customer's meter was received for investigation. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress. The contamination on the battery contacts caused a power interruption. Therefore it is not possible to turn the meter on. The contamination can lead to the mentioned problem with the faded segments. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
There was a complaint about an issue with the meter display on coaguchek xs meter serial number (B)(4). The customer stated the meter display is faint and has to tilt the meter in order to see the numbers. A display check was performed and showed 888 but the customer had to tilt the meter to read the numbers.